Manufacturer narrative:
Manufacturer's investigation conclusion: the log file was submitted as the heartmate ii lvas patient due to lvad driveline issues. The log file contained intermittent pump stops, operation below the low speed limit and driveline faults throughout. The issues occurred on both external battery and mpu operation. The patient¿s driveline was repaired. A loss of external power event while connected to an mpu was confirmed in the submitted log file. The log file contained approximately 9 days of patient event data. There was one brief loss of external power event ¿ lasting a second. The controller operated on backup battery power due to the event. The mpu was the power source before and after the event. The rsoc voltages and operating voltages correspond to a loss of ac power to the mpu. The controller operated on backup battery power due to the event. The customer reported that the patient was switched to the power module with an un-grounded patient cable for their external power; the mpu was not being used by the patient. However, the patient¿s mpu would not be returned for evaluation. The mobile power unit (mpu) assembly was made in june 2017. The unit was packaged and placed into stock on jul 2017. The unit was sent to a customer on aug 2017. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log file showed no external power alarms associated with their mobile power unit (mpu) on (B)(6) 2020. Per the vad coordinator, the patient is currently on a power module and their mpu was not noted for any issues upon return. The mpu will not be returned for evaluation and it does have the v-lock connector on the a/c power cord. No issues related to the power cord coming loose at the wall/outlet or back of the unit were reported by the patient or the patient's caregiver. Lastly, no environmental circumstances such as loss of power to the house were reported by the patient or their caregiver.